Manufacturer narrative:
Supplemental MDR was submitted to recall MDR no. 2016493-2023-01244 there was no malfunction from the pyxis medstation device, the customer's printer did not print a medication stock out report. The printer is not a registered medical device.

Event description:
It was reported by the customer that a pyxis medstation es system because of a printer malfunction medication on a critical unit stocked out without a notification to pharmacy, causing a delay to patient care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the customer reported that the main printer was unavailable because they were waiting on a part and requested that a secondary printer be added temporarily to continue printing their critical low reports. The customer did not provide additional information about the alleged stockout event. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-oct-2021 to 20-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the printer did not print a medication stock out report. The technical support specialist dialed into server and added printer per customer request to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that the pyxis medstation es system printer did not print a medication stock out report. The customer moved "amc pharmacy printer primary", for reports and requested to add a new ip address to the server. There were no adverse events or injuries reported based on this incident.